Event description:
It was reported that a patient experienced a leak during dwell one of five of peritoneal dialysis therapy on a homechoice device. The leak was further described as a cassette line disconnected from a solution bag resulting in the observed leak. The patient was connected to the device at the time of the event. The technical service representative assisted the caregiver with ending therapy and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a sample analysis could not be completed. The reported leak could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.